Event description:
Three reports of abnormal bg readings (10-15 pts higher than normal) from 3 separate locations in the hosp. Glucometers were tested and history reports run all ok. Pulled lot throughout the hosp. Clinical laboratories at hosp verified accuracy of glucometers.